Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Results pending completion of imaging evaluation.

Manufacturer narrative:
Please note: multiple attempts were made to obtain additional information for this event. As no additional information has been received, this event will be closed with the provided information. According to the physician, the patient is extremely hypercoagulable, and has a history of non-compliance with anti-coagulation medications.

Event description:
On (B)(6) 2007, the patient was implanted with two gore® excluder® aaa endoprostheses (pxc121000/05521701 and pxa230300/05533353) to treat aortic and bilateral iliac occlusion with severe ischemia. The patient reportedly presented to the facility with a history of previous endovascular repairs (details unknown). Between 2009 and 2013, computed tomographic angiography (cta) detected device occlusion (main body and limbs) on multiple occasions. According to the physician, the patient is extremely hypercoagulable, and has a history of non-compliance with anti-coagulation medications. In all, the patient reportedly underwent approximately 20 procedures/re-interventions to treat the occlusion, including a thrombectomy on (B)(6) 2009 and an aorto-bifemoral bypass on (B)(6) 2013. To date, no further interventions have been planned.